Event description:
In 2006, a pt was treated with two gore tag thoracic endoprostheses for a descending thoracic aortic aneurysm. A reintervention occurred the following month, in which an add'l two gore tag thoracic endoprostheses were implanted in the pt. Further investigation is being conducted.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note attached list of add'l devices implanted in pt: tg4020 / 04298134.